Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1avr1-delsys / expiration date: 14-may-2022 / serial#: (B)(4), UDI #: (B)(4). No dev rtn to MFR? No. Mfg date: 11-dec-2020. Label for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the patient experienced perforation, tamponade and ventricular tachycardia. It was noted device had slipped from the septum to the free wall during the first deployment. A thoracotomy, sternotomy and pericardiocentesis were carried out and open heart surgery was performed to repair the perforation. A drain was used. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.